Manufacturer narrative:
D9: date returned to mfg.: 1/31/2024. H3 and h6. Evaluation codes: updated. One device was received. Visual and functional testing saw that the liquid crystal display (lcd) was blank and there was no display. The complaint was confirmed. The root cause was a damaged printed circuit board (pcb). The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Manufacturer narrative:
D5.:operator of device is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the display was broken. There was no patient involvement and no patient harm/adverse event reported.